Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at the time of incident was 519mg/dl and 423mg/dl. Customer treated with manual injection. Customer alleges the pump of under delivery because when the pump is working her blood glucose value never got above 300mg/dl. Customer declined to troubleshoot the pump. Insulin pump will not be returned for analysis.